Event description:
It was reported by the clinician that the patient pulled on the hub of the catheter and it disconnected. As a result, the catheter was discontinued. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.